Event description:
During preparation for use of the device for a cardiopulmonary bypass procedure, the user reported that the venous occluder module would not hold pressure. No other details regarding the nature of the event were provided. There were no reported adverse consequences to the pt as a result of this event.